Event description:
While utilizing a maverick2 balloon catheter during an unspecified procedure, the physician noted that the proximal ro marker was 2-3mm from the balloon end and the distal ro marker was exactly on the balloon end. The procedure was completed with this device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).